Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that another manufacturer's right ventricular (rv) lead and this implantable cardioverter defibrillator (ICD) exhibited an increase in shock impedance over the last few months. The shock impedance increased from 60 ohms to 98 ohms and then 200 ohms. During the in office interrogation the shock impedance measurement was found to be at 70 ohms. Approximately three weeks later the clinic noted that the lead was fractured. No changes were made to the system. Attempts to obtain additional information regarding how the fracture was confirmed were unsuccessful. No further information was available and available evidence indicates the system remains in service.